Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy. Device evaluation: the device did not return for analysis due contamination; therefore, a technical analysis could not be performed for this reason and due to the lack of evidence is unable to confirm the reported event. A review was completed of the device history records (DHR) for the device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine was due to the physicians technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during an endoscopic resection procedure performed on (B)(6) 2026. During the procedure, the snare was securely attached to the active cord, but the device failed to deliver energy for electrocautery resection. Additionally, the cautery ping prong was bent. The procedure got prolonged 45 minutes. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.